Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is partially fractured distal to glue zone; the fiber is fractured at the bevel edge; the distal end of the glass cap is not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, the fiber was not rotating after 14:09 minutes, 64,189 joules of use. The procedure was completed using a second fiber. Patient outcome "ok" reported.